Event description:
Patient's husband reported a pump problem with cadd legacy sn: (B)(4) which initially occurred on (B)(6) 2018. Pump stopped infusing during the course of the infusion and an error code was displayed on the screen which then disappeared. Patient switched to back up pump an infusion continued without incident. Patient mixed again today and switched back to the malfunctioning pump, and the same thing happened again. Patient again switched to her back up pump. Replacement pump with pump return box to be shipped today. Dose or amount: epoprostenol 21nkm, frequency: cont. Route: IV. Dates of use: (B)(6) 2018 to present.